Event description:
It was reported that at routine replacement of the implantable cardioverter defibrillator, the shock impedance was greater than 145 ohms in all vectors. The right ventricular lead was replaced. No additional adverse patient effects were reported. It was not reported that the lead would be returned.

Event description:
It was reported that at routine replacement of the implantable cardioverter defibrillator, the shock impedance was greater than 145 ohms in all vectors. The right ventricular lead was subsequently capped and replaced. No additional adverse patient effects were reported.